Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high pacing impedance at multiple lead implant locations and high pacing thresholds was also noted. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.